Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4).

Event description:
The customer stated that they received questionable results for an unspecified number of patient samples tested for multiple assays on the cobas 8000 e 801 module (e801). Of the data provided, the following sets of test measurements were erroneous: 2 sets for the elecsys cea assay (cea), 2 sets for the elecsys afp assay (afp), one set for the elecsys tsh assay (tsh), and one set for the elecsys prolactin assay (prol). It was asked, but it is not known if each set of measurements were obtained from the same patient sample or different patient samples. It was asked, but it is not known if any erroneous results were reported outside of the laboratory. One sample had an initial cea value of 1.22 ng/ml, which repeated as 2.29 ng/ml. A second sample had an initial cea value of 1.36 ng/ml, which repeated as 4.14 ng/ml. A third sample had an initial afp value of 0.908 ng/ml, which repeated as 1.95 ng/ml and 1.96 ng/ml. A fourth sample had an initial afp value of 0.908 ng/ml, which repeated as 1.64 ng/ml and 1.75 ng/ml. After these 4 sets of sample measurements, the field service engineer determined that the ion blower of the analyzer was not removing static electricity. The engineer cleaned the ion blower electrode and confirmed that static electricity was then removed. The engineer also adjusted the gripper. Controls and samples were tested; there were no problems. The analyzer was confirmed to be operating normally. On (B)(6) 2018, a fifth sample had an initial tsh value of 0.00306 uiu/ml, which repeated as 2.24 uiu/ml. On (B)(6) 2018, a sixth sample had an initial prolactin value of 0.224 ng/ml, which repeated as 41.1 ng/ml. No adverse events were alleged to have occurred. The engineer returned to the site and observed unusual calibration and control recovery. The engineer believed that specimen dispensing was poor, so he exchanged the sampling mechanism and syringe mechanism. After this, he confirmed that the instrument had no problems. The customer has confirmed that the issue has not returned after these service actions.

Manufacturer narrative:
The investigation determined that the issue was caused by an operator handling issue. Upon review of alarm data, alarms occurred for the system reagent on board stability. An expired system reagent most likely caused the discrepant results.

Manufacturer narrative:
The customer clarified that the samples originally reported as being measured on (B)(6) 2018 were actually measured on (B)(6) 2018. The complained tests were measured only on 2 patient samples (samples 3 and 4 in attachment), not six as initially reported. The customer provided additional information regarding the correct sequence of actions taken since (B)(6) 2018 . The customer also provided data for 7 additional patient samples tested on (B)(6) 2018 and (B)(6) 2018 (for a total of 9 affected samples). These 7 additional samples had questionable results for multiple assays. Of these, two had erroneous afp results (samples 3 and 4 in attachment). One of the samples with an erroneous afp result also had an erroneous result for cea (sample 1 in attachment). Refer to the attachment for a summary of the data. All samples were repeated on a second e801 analyzer. After the issue occurred with samples 1 and 2 on (B)(6) 2018 , the field service engineer found that there was no water coming out from the sample probe. He exchanged a valve and after doing this, the probe issue was gone. After the issue occurred again with samples 3 and 4 on (B)(6) 2018 , the field service engineer exchanged the pipettor assembly, the syringe mounting assembly, a printed circuit board, and a pinch valve assembly. The situation did not change and issues continued to occur on the complained e801 analyzer and also the second e801 analyzer. The engineer carried out flow path cleaning maintenance and the issue was resolved. Questionable results for multiple assays were received for 5 patient samples tested on (B)(6) 2018 . During this time, the customer stated that the complained e801 analyzer had an abnormal low signal alarm occurring during operation. The field service engineer replaced the pinch valve and the measuring cell. The engineer also carried out flow path cleaning maintenance. On (B)(6) 2018 , the complained analyzer one reservoir alarm and two abnormal measuring cell condition alarms. The customer carried out 50 measuring cell preparation cycles, but the alarm still occurred.

Manufacturer narrative:
The customer did not have any further issues after the service actions. Investigations determined the issue to be resolved by the service actions. Component code - device subassembly = sampling mechanism and syringe mechanism.